Manufacturer narrative:
The meter coaguchek xs meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from a coaguchek xs meter. The result from the meter was 4.6 inr. Less than four hours later, the result from a laboratory using an unknown reagent was 3.4 inr. The therapeutic range was 2.5-3.5 inr and the patient tests weekly.